Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient got hospitalized on (B)(6) 2025 due to hyperglycemic event. Blood glucose level was 626 mg/dl at the time of the event. The duration of hospitalization was less than 24 hours. Patient was experienced the symptoms of feeling sick, and unwell/ vomiting. Patient was found positive for high ketones level. Ketones level was 5.3 mg/dl at the time of the event. Patient got treated with insulin via vial. No further information was available.